Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with episodes of non-sustained oversensing from the right ventricular (rv) lead. The rv lead was found to be programmed with low output and high capture threshold values in order to prevent inappropriate therapy. High rv impedance was also observed. Further reprogramming was performed by the emergency room physician and the patient will continue to be monitored remotely. The patient was stable.